Event description:
During an arthroscopic shoulder stabilization procedure the anchor broke. During the insertion of the anchor the eyelet snapped off. The eyelet portion of the anchor remains in the shaft of the inserter. The threaded portion of the anchor was left imbedded in the pt's shoulder. No pt injury or complications resulted.